Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® ctad blood collection tubes there was an issue with under fill. Foreign complaint the following information was provided by the initial reporter, translated from french to english: this morning, the hcw informed me of a problem with an epicranium. When sampling a tube and in order to fill it more efficiently, the hcw left the body of the pump and the epicranium in place, so that the blood in the buting goes into the tube; however, blood went out at the plastic joint near the needle. Is that normal? This is lot number 8333657 of the defective blue tube. Expiry date december 2019.another tube didn't have a vacuum this morning, probably the same batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® ctad blood collection tubes there was an issue with under fill. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: this morning, the hcw informed me of a problem with an epicranium. When sampling a tube and in order to fill it more efficiently, the hcw left the body of the pump and the epicranium in place, so that the blood in the buting goes into the tube; however, blood went out at the plastic joint near the needle. Is that normal? This is lot number 8333657 of the defective blue tube. Expiry date december 2019. Another tube didn't have a vacuum this morning, probably the same batch.